Manufacturer narrative:
Unique identifier (UDI): (B)(4). - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record [DHR] of potential related lots was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by peritoneal dialysis patient that the cycler alarmed with air detected in the cassette during fill 1 of 4. Patient canceled treatment and noticed fluid in the cycler cassette compartment. No fluid was observed elsewhere. The patient¿s peritoneal dialysis registered nurse (pdrn) later confirmed that patient did not experience any adverse events. The patient was prescribed prophylactic antibiotic ciprofloxacin. Patient performed continuous ambulatory peritoneal dialysis in order to complete treatment. The set was discarded.